Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the elective replacement indicator (eri) message was triggered. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy resumed post procedure.